Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis found intermittent interrogation; software controlled gain, agc (automatic gain control), system a uplink, telemetry b uplink tests found out of specification. A printed circuit board assembly found damaged. Analysis also found power down/thermal tests found out of specification. Power supply found out of electrical specification.

Event description:
It was reported the programmer doesn't interrogate or identify non-wireless devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.